Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient was presented in clinic following several episodes of syncope. Upon investigation, a loss of capture was observed on the right ventricular (rv) lead and was suspected to have caused the syncope. The device was reprogrammed to resolve the event. The patient was in stable condition.